Event description:
It was reported to boston scientific corporation that 26 days after a procedure in 2008, using a pinnacle anterior/apical pfr kit for pelvic floor repair, and an advantage sling for stress urinary incontinence, the patient presented with erosion of the pinnacle mesh. There were no reported issues with the advantage sling. The exposed pinnacle mesh was subsequently trimmed in 2009. The patient is reportedly "healing well" following the removal of the exposed mesh. The physician reported that the patient is diabetic and has poor wound healing.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.